Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9173784. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-07-31. Medical device lot #: 9144687. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-07-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the venflon pro 0.9mm x 25mm there was an issue with leakage at the end of the catheter. The following information was provided by the initial reporter: they experience leakage at the end of the catheter and port side. And the catheter end separate almost by it selves. It is loose.

Event description:
It was reported that during use of the venflon pro 0.9mm x 25mm there was an issue with leakage at the end of the catheter. The following information was provided by the initial reporter: they experience leakage at the end of the catheter and port side. And the catheter end separate almost by it selves. It is loose

Manufacturer narrative:
Investigation: twenty-two representative samples were received by our quality team for investigation. Upon visual inspection, flow control plug (fcp) disassembly force, end cap disassembly force, catheter adapter leak test and injection valve test no leakage or cap loose was observed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation a root cause could not be determined based on the representative samples.